Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: the pump's black box showed pump reboot events recorded after call service alarms. No damage was found to the battery compartment or returned battery cap. No moisture corrosion was found in the battery compartment. The pump completed a 24 hour duration test with no issues. The alleged issue could not be duplicated during investigation.